Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: investigation revealed that the battery compartment was cracked. Evaluation also revealed that the display was dim and discolored. Unrelated these issues, investigation revealed that the time and date reset to the default setting during testing. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation also revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/29/2015.